Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The data acquisition (da) printed circuit board assembly (pcba) was returned to the manufacturer for failure analysis. A visual inspection of the da pcba revealed no signs of damage or contamination. During testing of the da pcba, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician reviewed error 111c, error 1106 (machine pressure sensor calibration data error.), error 110e (air flow sensor calibration data error) and error 110f (oxygen flow sensor calibration data error.) With the customer. The technician recommended that the customer replace the data acquisition printed circuit board assembly (da pcba.). The customer replaced the da pcba and the issue was resolved.

Event description:
It was reported that the unit declared multiple calibration errors associated with a serial peripheral interface bus failure (spi bus) and an error 111c - data acquisition printed circuit board assembly analog to digital converter (da pcba adc) failed. There was no patient involvement.